Event description:
It was reported that during tka handpiece failed homing with jamming error. On inspection, noticed black backstop was broken from snap lock. Delay of less than 30 minutes was reported and surgery was completed as a manual procedure with s+n instrumentation. No patient injuries involved.

Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10. Results of investigation: the reported navio handpiece, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A device history record review was not performed, as the record for this handpiece could not be located at this time and it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual (500196 rev. C) was reviewed and there was no information regarding the broken snap lock nut. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. No relevant clinical medical information was provided to conduct a thorough medical assessment. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event is mechanical component failure of the snap lock nut, causing it to break. If this was the case, a more robust design has been released as a part of corrective actions. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.